Event description:
A caller reported a gray line around the border of the screen, which affected their ability to interact with the pump and read its screen. There was no adverse impact on the customer¿s blood glucose level. Technical support resolved the issue by replacing the pump due to the reported housing damage.